Event description:
It was reported that there was no response from system when pressing the footswitch or hand switch. This resulted in an intermittent loss of live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The input/output board and control board were evaluated and replaced. The system was tested and found to be working as intended and returned to service.